Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer assumes his pump delivers too much insulin: on (B)(6) 2015 at 1:30 am and on (B)(6) 2015 at 1:30 am, his wife found him unconscious. His blood glucose level was 30 mg/dl, she called the ambulance. Emergency doctor injected him with glucose. A request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.